Manufacturer narrative:
Qn# (B)(4). Original manufacturing lot is 21941301: upon review of the device history records for the affected lot number, we can confirm that both the correct material and correct components had been used and that the instrument meets the product specifications. All process steps were found to have been properly documented. 100% functional test at final inspection found good. During visual and functional examination, we found the following: pull rod bent/deformed. Due to deformation of the pull rod the applier does not work properly. Due the deformed pull rod applier does not work properly. Why the pull rod is bent is unknown to us. The point of deformation suggests an event in the disassembled state. No further measures will be initiated.

Event description:
No patient harmed, or reported in this incident. Cssd manager reported that surgeon communicated the applier is not working properly and believes there is an issue with the handle. Additional information: the clip would load normally. The issue presented once the clip was placed, the jaws would not release.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
No patient harmed, or reported in this incident. Cssd manager reported that surgeon communicated the applier is not working properly and believes there is an issue with the handle. Additional information: the clip would load normally. The issue presented once the clip was placed, the jaws would not release.